Manufacturer narrative:
The device was returned to olympus for inspection. The investigation did not identify a root cause; however, findings indicate the issue resulted from component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the image was noisy. There was no patient involvement.